Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the visual indicator window of a 6f exoseal vascular closure device (vcd) did not change color and was removed. Hemostasis was achieved through manual compression. There was no reported patient injury. The intended procedure was reported to be an endovascular thrombectomy (evt). There were no visible signs of device or packaging damage prior to use. The vessel diameter was confirmed to be at least 5 mm, with no stent present near the site, no stenosis greater than 50%, and no prior closure device or manual compression within the past 30 days. Additionally, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site before using the exoseal vcd. The vascular sheath introducer connected to the exoseal vcd without difficulty. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The physician did not have their thumb on the plug deployment button during retraction, and no red color was observed in the indicator window. Upon removal of the device, the indicator wire loop was deployed and visible, with no anomalies noted. The specific catheter sheath introducer used was not disclosed by the physician. The product was discarded at site due to infection and will not be returned.

Manufacturer narrative:
As reported, the visual indicator window of a 6f exoseal vascular closure device (vcd) did not change color and was removed. Hemostasis was achieved through manual compression. There was no reported patient injury. The intended procedure was reported to be an endovascular thrombectomy (evt). There were no visible signs of device or packaging damage prior to use. The vessel diameter was confirmed to be at least 5 mm, with no stent present near the site, no stenosis greater than 50%, and no prior closure device or manual compression within the past 30 days. Additionally, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site before using the exoseal vcd. The vascular sheath introducer connected to the exoseal vcd without difficulty. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The physician did not have their thumb on the plug deployment button during retraction, and no red color was observed in the indicator window. Upon removal of the device, the indicator wire loop was deployed and visible, with no anomalies noted. The specific catheter sheath introducer (csi) used was not disclosed by the physician. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18419970 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿indicator window no change to indicator¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.